Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if additional info is received, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that the device has a "debris in sterile package" issue. The device was not being used during surgery. It is unk if there was any injury or medical intervention which occurred. The date of event is unk. There was no additional info provided.